Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The wearable quit working in the middle of the night while the patient was sleeping. The patient did not know what happened nor whether there was an error message on the mobile device. The episode occurred 5 days after the sensor had been inserted in the arm. On 07/15/2024, the patient mentioned that in the middle of the night while sleeping, the dexcom app stopped giving her readings. She passed out due to hypoglycemia and woke up in her walk-in closet in the morning. There was no mention of reversal of hypoglycemia. The patient experienced fractured hand due to the episode. The patient did not call emergency medical technicians or go to a hospital and just recovered after that. At the time of the report, the patient¿s hand/wrist was still hurting. She visited an orthopedic clinic for the hand and had an x-ray. No further information provided. Due diligence attempts to contact the reporter for more information were attempted but not successful. Performance data was reviewed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.